Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received five inappropriate treatments. The device was started up at 19:11:50 on (B)(6) 2025. At 05:54:23 on (B)(6) 2025, an arrhythmia was detected. ECG shows idioventricular rhythm @ 60 bpm with CPR/motion artifact and hb. At 05:55:02, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of the treatment was idioventricular rhythm @ 60 bpm with CPR/motion artifact. Post shock rhythm was idioventricular rhythm @ 50 bpm. At 05:55:30, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of the treatment was idioventricular rhythm @ 40 bpm with hb. Post shock rhythm was idioventricular rhythm @ 40 bpm with hb. At 05:55:59, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of the treatment was idioventricular rhythm @ 40 bpm with hb. Post shock rhythm was idioventricular rhythm @ 30 bpm with hb. At 06:00:21, an arrhythmia was detected. ECG shows idioventricular rhythm 20 bpm with CPR/motion artifact. At 06:02:31, the patient received the fourth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of the treatment was idioventricular rhythm @ 70 bpm. Post shock rhythm was idioventricular rhythm @ 70 bpm. At 06:03:56, the patient received the fifth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of the treatment was idioventricular rhythm @ 40 bpm. Post shock rhythm was idioventricular rhythm from 60-30 bpm. The device was shut down at 06:05:04 on (B)(6) 2025.